Event description:
A hospital in foreign country reported to our distributor that water entering an mr290 humidification chamber exceeded the water level limit line, and water flowed to the pt breathing circuit. No pt injury was reported.

Manufacturer narrative:
Eval summary: we have evaluated the returned autofeed humidification chamber. We observed that the chamber's floats were not operational. They were stuck in the down position leaving the water valve open, and not able to control the water level. We also observed a small bow in the base near the float hinge. Previous investigations has shown that an impact to the chamber can cause the float operating mechanism to be pushed out of alignment with the water feed valve. The misalignment prevents the floats shutting off the water flow to the humidification chamber. We are investigating the mechanism that causes the damage to the chamber base. A possible cause of such damage is dropping the chamber from a height. We are looking at ways to minimize the probability of such damage occurring should a chamber sustain an impact. All mr290 chambers are tested for water feed valve operation before they are packed. Users should be aware to check that water does not exceed the water limit line when setting up an mr290 chamber for use on a pt. We indicate on the mr290 instructions for use the correct water level the chamber should be filled to. We also recommend on the IFU to replace the chamber if the water level is incorrect. Failure to detach water overfilling may result in ventilator damage and/or water entering a pt's airway.